Manufacturer narrative:
Updated fields - b4, d9 (return to manufacture date), h6 (health effect ¿ clinical code), g3, g6, h2, h11. Corrected field - h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The logs revealed a fault # 124. The drive manifold assembly and the 4" 30 psia pressure transducer cable were replaced. The fse verified that the unit was calibrated. All functional and safety tests were performed per factory specifications. The iabp was returned to the customer. Failure analysis and testing (fat) department wayne, nj: sr (B)(6) 2025. The failure analysis and testing department received the following parts associated with this complaint: sn: (B)(6) asco drive manifold assy. Sn: n/a pressure transducer (qty.2). These parts were received with a reported unit failure message of during power up unit alarmed. The failure analysis and testing dept. Performed a visual inspection, and parts look to in good condition. Installed drive manifold assy. And both transducers into the cardiosave test fixture sn: (B)(6) and tested together and separately to the cardiosave service manual pn 0070-00-0639 revision r. The fat dept. Performed functional tests and all manifold leak tests. Passed all tests withing the factory specifications. The fat dept. Could not verify the failure message of during power up unit alarmed. All complaints parts passed testing. Retaining all parts in the fat dept. Per procedure (B)(4) rev au. The most probable root cause of the drive manifold assembly is component reliability. The most probable root cause of the pressure transducer cables is component reliability.

Manufacturer narrative:
Due to character limitation in e1, full event site name is medstar washington hospital center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) showed system failure during use on patient. There was no injury or harm reported.